Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional event or patient information is available.